Event description:
Caller reported experiencing cartridge alarm 20 multiple times during pumping. Customer's blood glucose level was recorded at 413 mg/dl, indicating an impact. However, no immediate corrective action was taken by the customer as they were solely relying on the tandem pump. Technical support arranged to replace the pump with one that has updated software and provided necessary training and instructions for returning the defective pump. Caller understood and acknowledged the process.